Event description:
Patient undergoing egd with peg tube placement, 3 prong-grasper was used to help grasp peg tube and upon opening grasper in the stomach the 3 prongs dislodged from the activation device.